Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Add'l info was requested 2/18/2011 by fax and mail. A completed questionnaire was received 2/22/2011. (B)(4).

Event description:
A user facility reported that following bilateral intraocular lens (iol) implant surgery, the pt reported halos and decreased vision. The lenses were exchanged. In a f/u, the surgeon's rep reported that the event resolved following the lens exchange. An unapproved viscoelastic was used during the implant procedure. There are two medical device reports associated with these events; this report is for the left eye.